Manufacturer narrative:
Results: the catheter was reinserted in the packaging tubing and over the packaging mandrel to verify that the mandrel does support the pinch area in the distal portion of the shaft. The catheter was not able to advance smoothly into the packaging tube. In addition, the ovalized area was in the section of catheter with the mandrel inside when in the package. The catheter is non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the neuron 070 was found to be damaged upon removal from the packaging. Based on the observations made during the investigation, it is not possible that the catheter was damaged before it was packaged or when in the packaging. The catheter is packaged inside a shipping tube with a mandrel inside the distal tip. If the catheter was damaged prior to packaging, it would not have been able to be properly fit into the packaging tube and over the mandrel. It is likely that the damage observed occurred during or after the device was removed from the packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Physician noted the distal tip of the penumbra neuron 070 delivery catheter was damaged upon removal from the packaging.